Event description:
Device will not power off. Not in clinical use and no reports of user/patient harm or injury. Investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The device was sent to bench repair for further evaluation. At bench repair, it was confirmed that the device could not be turned off. It was determined that the user interface (ui) printed circuit board assembly (pcba) should be replaced to resolve the issue. The unit was sent to bench repair to resolve the issue. At bench repair, the ui pcba was replaced and confirmed have resolved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.